Event description:
During an unrelated procedure and device upgrade, the set screw in the header of the device was unscrewed, however, it was not possible to disconnect right ventricular (rv) lead from the device header. The lead was cut and the device was explanted and replaced to resolve the event. The patient was in stable condition.